Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t found any other complaint on lot 9888960. On february 24, 2025, we informed our hungarian site about the issue. An investigation was performed which conclude: potential root cause was an accidentally issue contamination done during packaging step or raw material was arrived contaminated. Operators have not detected the hair then the product have packaged and shipped out to the market. All involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. Without sample we cannot observe the defect and determine at which stage the contamination occurred. Checking the quality databases revealed no anomaly in connection with the described defect.

Event description:
According to the available information, presence of hair was in the sterile packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t found any other complaint on lot 9888960. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, presence of hair was in the sterile packaging.